Event description:
During an endoscopic banding procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. Two bands deployed at the same time during the procedure. The procedure was completed with this device. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects, due to this observation.

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for eval. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we were unable to conduct a full investigation because the device was not returned for eval. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use direct the user to place the endoscope tip in a straight position during the loading process. Loading the barrel and trigger cord with the endoscope tip curved can contribute to premature band deployment. Premature band deployment can occur if care is not exercised while loading the device onto the endoscope. The instructions for use direct the user to slowly rotate the handle clockwise to wind the trigger cord onto the handle spool until it is taut. The instructions advise the user that care must be taken to avoid premature band deployment when winding the trigger during system preparation. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the pt. The instructions for use direct the user to keep the handle in the two-way position prior to introducing the endoscope. After intubation, the instructions for use direct the user to place the handle in the firing position. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use direct the user to place the handle in the two-way position before straightening the endoscope. The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no correction action warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.